Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the left hepatic duct to treat a malignant tumor secondary to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, after the stent was deployed, the fluoro imaging was inspected and there appeared to be a possible foreign body from the stent system left in the patient. The delivery catheter was inspected after removal and it looked like everything was on the system that should be. The procedure was completed, and the stent remains implanted inside the patient. There were no patient complications reported as a result of this event. Note: it was reported that the imaging showed no foreign body inside the patient, and there were no visible damages noted to the device delivery system when it was inspected outside of the patient after removal; however, there was no indication that the physician was rescinding the complaint. Therefore, this complaint will be reported for foreign material present in the device.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of a foreign material present in the device.

Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of a foreign material present in the device. Block h10: the epic biliary stent and delivery system were received for analysis. Visual analysis found that the stent was deployed from the delivery system and no damages were noted on the tip and handle of the device. The tactile and visual inspection found that the inner sheath was stretched and severely kinked; however, there were no signs of missing or fractured material or components. No other damages were noted with the stent or the delivery system. Product analysis did not confirm the reported event of foreign material present in the device because visual and tactile inspections showed no signs of missing or fractured material or components. The investigation concluded that there was no evidence of manufacturing problems or design problems that could have caused the complaint. It was possible that the inner sheath kinks may have resulted when the user attempted to advance or cross the target lesion and the stretching to the inner sheath may have occurred when the user may have applied excessive force to the device when attempting to remove the device from the challenging anatomy as the patient had a malignant tumor. It was further reported that the imaging showed no foreign body inside the patient and the investigator did not see or find any foreign matter on the device. Therefore, taking all available information into consideration, the overall root cause of the reported event is no problem detected. A product labeling review identified that the device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an epic biliary stent was to be implanted in the left hepatic duct to treat a malignant tumor secondary to cholangiocarcinoma during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2024. During the procedure, after the stent was deployed, the fluoro imaging was inspected and there appeared to be a possible foreign body from the stent system left in the patient. The delivery catheter was inspected after removal and it looked like everything was on the system that should be. The procedure was completed, and the stent remains implanted inside the patient. There were no patient complications reported as a result of this event. Note: it was reported that the imaging showed no foreign body inside the patient, and there were no visible damages noted to the device delivery system when it was inspected outside of the patient after removal; however, there was no indication that the physician was rescinding the complaint. Therefore, this complaint will be reported for foreign material present in the device.